Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had depressed battery pins. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4).baxter received and evaluated the device. The device was found out of specification in relation to the depressed battery pins, which were observed during physical inspection and considered confirmed. The depressed battery pins on the back flex were fully depressed and did not allow for dc operation. The rear case, including the backflex, was replaced.